Event description:
The customer reported the display turned white after use. The device was not returned for evaluation. A device history record was reviewed. Complaint was not confirmed.

Event description:
The customer reported the display turned white after use. The device is not expected for evaluation.